Event description:
During a check-out procedure at the manufacturer's service center, the device failed test steps during testing. There was no harm or injury reported. The device was recalibrated to address the issue.